Event description:
It was reported that p wave amplitude variation and a loss of capture were observed on the right atrial (ra) lead. During the revision procedure, the helix of the ra lead was unable to extend. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed and the reported events of failure to capture and p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination found the helix extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures, but found shorts between the conductors¿ paths due to the damage noted on the inner insulation, which was consistent with procedural damage. All damages found were consistent with procedural damage.